Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "device has burst¿, device was cracked and silicone was out of it". This record is for an unknown side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed two openings assessed as unidentified (tear) opening and surgical damage. As per the investigation procedure, [list of all other observation types performed in each analysis] were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "device has burst¿, device was cracked and silicone was out of it". This record is for an unknown side. Device was explanted and replaced.